Event description:
It was reported that a pump has a system error 322. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation experienced the reported symptom of "system error 322" caused by a failed lower link switch. The lower auxiliary assembly will be replaced.